Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: nm10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8649973.

Event description:
Related manufacturer reference number: 1627487-2023-03863. It was reported that the patient was experiencing pain at the ipg site and ineffective therapy due to lead migration. Patient reported she did collapse from the pain and was advised to go to the emergency room. Surgical intervention took place wherein the system was explanted to address the issue.